Manufacturer narrative:
Product analysis:analysis could not confirm a programmer issue. Replaced power supply as preventive. Hard drive less than 100%. Replaced hard drive as preventive. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of an implant procedure, the programmer starting making a burning smell which seemed to be coming from the testing cable port. The programmer was returned for service. No patient complications have been reported as a result of this event.